Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited minute ventilation signal oversensing on the atrial channel which caused the device to record inaccurate atrial tachycardia response events. Boston scientific technical services (ts) was contacted for assistance and discussed that this could potentially indicate atrial lead insulation damage. Ts also noted the ra pace impedance measurements had been variable since about six months prior, however there had not been any out-of-range measurements. The clinician indicated that the minute ventilation rate response feature will be turned off. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the device was reprogrammed as recommended by boston scientific technical services (ts) and the clinic planned to continue monitoring the patient. This device remains in service. No adverse patient effects were reported.